Event description:
Boston scientific received information that approximately thirty minutes after the implant of this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) noise was observed on the rate/sense channel which was oversensed. Pacing was inhibited which resulted in greater than two seconds of asystole. Additionally, the patient received an inappropriate shock. The pocket was reopened and the device was replaced, however loss of capture was noted on telemetry. Another manufacturer's lead was implanted along with the second device which resolved the clinical observations. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.